Event description:
Procedure: anterior resection. According to the reporter: four reloads were used and did not fire a complete staple line. The loads would not detach from tissue and caused a tear in the rectum. The pt status was reported as ok.